Event description:
Medtronic received a report that a pipeline failed to open distally. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm of the c6 segment of the right internal carotid artery with a max diameter of 8mm and a 15mm neck diameter. The landing zone was 4.2mm distally and 5mm proximally. It was noted the patient's vessel tortuosity was severe. The access vessel was the femoral artery with a 6mm diameter. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed intracranial aneurysm. It was reported that after access was established, the stent was advanced to the ipsilateral m1 segment. After approximately 7-8 mm of the distal end of the stent was exposed and a wait of about 10 seconds, the distal end did not open. The operator continued to deploy the stent by approximately 12 mm, but the distal end still failed to open. The operator attempted to retrieve and redeploy the stent. Despite maneuvers such as shaking, pushing, and pulling, the distal end still could not be opened. Adjustment of the microcatheter tension also failed to resolve the issue. The stent was then withdrawn from the body, and it was found that the distal end could not open. Because the stent had undergone repeated pushing and pulling within the catheter, the operator was concerned that the inner lumen of the stent delivery catheter might have been damaged. Therefore, both the stent and the catheter were replaced, and the procedure was completed. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a navien 6f-115 guide catheter and phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.